Event description:
Received a letter from philips respironics - sleep and respiratory care regarding medical device recall in april 2021. On (B)(6) 2020 went to (B)(6) for pneumonia, was given levofloxacin 750mg, 1 tablet. On (B)(6) 2020 went to (B)(6) for pneumonia again, admitted for 5 days, right middle lobe pneumonia/ sepsis/ mucus plugging of bronchi; cough with hemoptysis; pleuritic chest pain; leukocytosis/ pleurisy, given amoxicillin-clavulanate one tablet for 5 days. Discharged on (B)(6) 2020. On (B)(6) 2020 went to emergency still not breathing good and chest pain and weak, pleural effusion, right; pleurisy on (B)(6) 2020 went to (B)(6) emergency in (B)(6) to second opinion. Admitted for 3 weeks, acute hypoxic respiratory failure; sepsis due to pneumonia; right sided recurrent loculated pleural effusion; indeterminate quantiferon result; needed a thoracentesis. Has recurrent pleural effusion and after multiple thoracenteses had a vats procedure done with complete decortication after evacuation of large abscess and release of trapped lung on (B)(6) 2020. Procedures: (B)(6) 2020 - us r thoracentesis with 800 cc fluid removed (B)(6) 2020 - usr thoracentesis with 150 cc fluid removed (B)(6) 2020 - CT guided drainage of loculated r pleural fluid pocket (B)(6) 2020 - right vats complete decortication after big abscess evacuation, right vats release of trapped lungs discharged on (B)(6) 2020. As of (B)(6) 2021 still not back to normal, shortness of breath, fatigue, contentive issues, several falls. Seen a neurologist on (B)(6) 2021. There is nerve damage in both lower legs and some muscle damage, more in the left leg. Also nerve damage in lower bag. Had multiple blood test done, on the follow up appt on (B)(6) 2021. We were informed of possible lyme disease, low b12, anemic, and diabetes. Lyme disease first positive then negative. Appointment on (B)(6) with pulmonologist in (B)(6). Still having shortness of breath and very fatigued. FDA safety report ID # (B)(4).